Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible deposits in the outlet spout was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Internal inspection: after dismantling of the valve, visible deposits were found in gav 2.0. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the under-drainage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (#fx212t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years. Weight: 12 kilograms. Gender: male.